Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) met elective replacement indicator (eri) and  was suspected of premature depletion. It was noted that the "pre-arrhythmia" feature was turned on but it was unknown if it was throughout the life of the device. The ICD was explanted and replaced, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.